Event description:
During a procedure to de-clot a dialysis graft the evercross balloon burst circumferentially. The balloon was brought to at least 14atm when it burst (rated burst pressure is 14atm). The physician could not remove the balloon from the patient because the balloon would not reenter the sheath. The patient had to have surgical intervention to remove the balloon. The patient tolerated the procedure well.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.